Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the copilot valve was closed and did not lock properly and was noted to leak. The wire did not move or stay fixed. Another copilot was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak / splash was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the complaint history of the reported lot revealed no similar complaints from this lot. However, further investigation was initiated to investigate an increase in the copilot complaint rate for reported leak / splash issues. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.